Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional devices: (B)(4) - battery / catalog number 1650de / expiration date: 31-aug-2017. No, product not received - not returned to manufacturer (B)(4). (B)(4) - battery / catalog number 1650de / expiration date: 31-aug-2017. No, product not received - not returned to manufacturer. (B)(4). (B)(4) - battery / catalog number 1650de / expiration date: 30-jun-2017. No, product not received - not returned to manufacturer. (B)(4). (B)(4) - battery / catalog number 1650de / expiration date: 30-jun-2017. No, product not received - not returned to manufacturer. (B)(4). (B)(4). - battery / catalog number 1650de / expiration date: 31-jan-2017. No, product not received - not returned to manufacturer. (B)(4). (B)(4) - battery / catalog number 1650de / expiration date: 31-jul-2017. No, product not received - not returned to manufacturer. (B)(4). (B)(4) - battery / catalog number 1650de / expiration date: 31-aug-2017. No, product not received - not returned to manufacturer. (B)(4). (B)(4) - battery / catalog number 1650de / expiration date: 31-jul-2017. No, product not received - not returned to manufacturer. (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the batteries and controller were power switching, resulting in user annoyance. The controller and batteries were exchanged. It was noted that there was a pump stop due to the controller exchange. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: additional devices: bat222191, UDI#: (B)(4). Device available for evaluation: yes, return date: 2017-aug-29. Device evaluated by MFR:yes. Mfg date: 2016-aug-31. (B)(4). Device: bat221917, UDI#: (B)(4). Device available for evaluation: yes, return date: 2017-aug-24. Device evaluated by MFR:yes. Mfg date: 2016-aug-24. (B)(4). Device: bat219687, UDI#: (B)(4). Device evaluated by MFR: yes, return date: 2017-aug-29. Device evaluated by MFR:yes. Mfg date: 2016-jun-15 (B)(4). Device: bat219324, UDI#: (B)(4). Device available for evaluation: yes, return date: 2017-aug-24. Device evaluated by MFR:yes. Mfg date: 2016-jun-11 (B)(4). Device: bat204748, UDI#: (B)(4). Device available for evaluation: yes, return date: 2017-aug-29. Device evaluated by MFR: yes. Mfg date: 2015-jan-30 (B)(4). Device: bat220940, UDI#: (B)(4). Device available for evaluation: yes, return date: 2017-aug-28. Device evaluated by MFR: yes. Mfg date: 2016-jul-12 (B)(4). Device: bat222072, UDI#: (B)(4). Device available for evaluation: yes, return date: 2017-aug-29. Device evaluated by MFR:yes. Mfg date: 2016-aug-26. (B)(4). Device: bat220684, UDI#: (B)(4). Device available for evaluation: yes, return date: 2017-aug-29. Device evaluated by MFR: yes. Mfg date: 2016-jul-08. (B)(4). Event summary: it was reported that patient was experiencing power switching events. The controller (con214220) and eight batteries (bat204748, bat219324, bat219687, bat220684, bat220940, bat221917, bat222072, bat222191) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Review of the controller's manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of the returned controller revealed that the device passed functional testing but failed visual inspection due to that the serial port rubber cap was missing. This is an additional observation not related to the reported event and likely due to the handling of the patient. Failure analysis of the returned batteries revealed that the devices passed visual examination and functional testing. An attempt was made to replicate the issue by manipulating the batteries' connection to the controller during the analysis of the units. Results revealed that the electrical connections between the batteries and controller were stable. Log file analysis revealed that the controller (con214220) contained the smr software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving bat204748, bat219324, bat219687, bat220684, bat220940, bat221917, bat222072, bat222191 and power switching due to communication errors involving bat221917. The most likely root cause of the reported event can be attributed to momentary disconnections and communication errors between the controller and batteries. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device/model: battery/bat221917. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the controller and eight batteries ((B)(6)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned controller revealed that the device passed functional testing. Visual inspection revealed that the serial port rubber cap was missing. This is an additional observation no related to the reported event likely due to the handling of the unit. Failure analysis of the returned batteries revealed that the devices passed visual examination and functional testing. Log file analysis revealed that the controller in use during the reported event contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log file revealed relative state of charge (rsoc) between 101-201 involving (B)(6), which is indicative of a communication error between the controller and the battery. Further analysis revealed several premature power switching events that were due to momentary disconnections involving (B)(6), as well as premature power switching due to communication errors involving (B)(6). As a result, the reported events were confirmed. Possible root causes of the reported communication errors can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the battery, and/or due to the packet error checking method detecting bit errors. The most likely root cause of the reported premature power switching can be attributed to momentary disconnections and communication errors between the controller and batteries. An internal investigation evaluated momentary disconnections. This event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Log file review indicated that two of the batteries also had a communication error.